Event description:
It was reported that at a scheduled follow-up, the right ventricular lead was noted to be defective. The patient remained asymptomatic, and was hospitalized to have the lead explanted, and a new system placed. No patient complications were reported as a result of this event.